Event description:
A report was received that a patient was not receiving adequate stimulation. During a lead revision procedure, the physician discovered that the patient's percutaneous leads were coiled around the ipg. The physician explanted the percutaneous leads and implanted a paddle lead. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.